Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. A fracture is suspected on the lead and a grommet or setscrew issue is suspected on the implantable cardioverter defibrillator (ICD). The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead integrity alert (lia) triggered for v-non-sustained tachycardia (nst) on (B)(6) 2014 and lia triggered on (B)(6) 2014. Rv lead impedance steady between 350 ohms and 475 ohms for last 13 days. The lead impedance was 779 ohms on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.